Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads. No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly.

Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear it. Customer stated that the insulin pump was submerged into water accidently prior to the alarm. Customer's blood glucose readings at the time of the call was 113 mg/dl. No further info reported.